Manufacturer narrative:
Additional information was added to h4, h6, h10. Correction to d10: therapy date. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst. It was further stated the patient did not drop the device and the chemotherapy was contained in the device. This occurred during an unspecified process step. The set was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.